Manufacturer narrative:
The device was returned to zoll medical benelux for evaluation. The evaluation confirmed the reported problem. The customer's report was verified to the customer's non zoll bracket adapter being defective. The device was recertified and returned to the customer with the defective bracket adapter. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.